Event description:
Pt had flushing, hypertension, tightness of chest and rash over neck and arm. Pt was treated with 1000 cc of IV fluid and recovered. Facility is no longer using this device because of past experiences.